Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after software update on the cusa clarity console (c7000), the console did not seem to work properly. The function to produce mist did spread out too much so that the doctor could not see during an unspecified surgery. Due to this, the surgery had to be stopped as the surgeon was not able to properly work. Additional information received indicates that despite restarting and changing the various settings, there was no improvement and the issue finally led to the cancellation of the procedure. However, additional information received clarified that another cusa device was used to complete the procedure, but there was surgical delay of about 1 hour. There was no patient injury.

Manufacturer narrative:
An update to the root cause was made after further review: root cause - the root cause was confirmed as no fault found since the device was found to meet specification. Additionally, from discussions, the reason for the clarity console mist spread to be excessive may be a result of the aspiration being set too low and the irrigation set too high, the control setup of the console may have been incorrect. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cusa clarity console was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The cusa console was tested and no problem was found as the console passed all the tests. Root cause - the root cause was confirmed as no fault found. The device was found to meet specification. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a